Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This instrument has been reported as broken, with a piece missing.

Manufacturer narrative:
Additional narrative: the complaint states the attune femoral impactors have signs of fatigue within the plastic and require replacing. Fatigue was noted but the instruments were used successfully during the procedure. No adverse event occurred as a result of this issue, and no delay in surgery was experienced. The investigation could not confirm if the impactors had broken as no devices were returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 28 feb 2017: the complaint was reopened as an update was received stating; both impactors have cracked. There is a small piece that has broken off from one impactor (lot I/d 3207741). The broken piece was not returned to engineering if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.